Event description:
Hcp reported the pt had been well controlled with theur pump until 11/2001 when pt noted an increase in pain. In january 2002, their pump was emptied and refilled with normal saline. In order to titrate their medication and determine a new analgesic regime. A temporary intrathecal catheter was inserted and attached to an external pump with delivery of dilaudid and baclofen. The temporary catheter was removed and pt was given IV antibiotics when it was discovered pt had a fever and cellulitis at the catheter site that was diagnosed as meningitis. In february, the pump was emptied of 21 cc - exactly the amount expected. The hcp however, was unable to inject normal saline through the catheter access port which had not been a problem the month before when the port was accessed for contrast injection. In april 2002 and again in june 2002, the residual volumes were found to be greater than expected. The pump was replaced and returned to the manufacturer for analysis. The pt experienced overdose symptoms with the new pump and was treated with narcan.